Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. The day after event onset, the patient was treated with vancomycin injection (2g, every 5th day, intraperitoneal, ongoing), ceftazidime injection (1g, once daily, intraperitoneal, ongoing) and tobramycin injection (unknown dose, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient recovered from the peritonitis. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was done. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.